Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2010, product type programmer, patient; product ID 3093-33, lot# v407759, implanted: (B)(6) 2010, product type lead; product ID 3093-33, lot# v407759, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient was experiencing a loss of therapeutic effect. The device had been turned off, as it hadn't been helping. This had been awhile. Regarding if it had been at least a year, it was noted "yes.¿the patient had a stroke and the healthcare provider wanted to perform a follow-up MRI of the head. The patient had an initial MRI (due to stroke) about 2 months ago and her device was turned off prior to that. Afterwards when they turned back on patient experienced pain in her right leg, which did not subside when she turned down, only off. The patient decided to keep it off. It was then reported that the patient's physician was unsure of the cause of the event, possibly due to MRI study. It was noted that an impedance check was done on march 11, 2013 with abnormal results in electrodes 0 and 3. The patient¿s symptoms were noted as weakness and pain and the patient did not require hospitalization. It was noted that the patient developed pain in her lower extremities and weakness following an MRI. The device was turned off for the procedure and the patient developed the symptoms upon turning the device back on. The patient had been complaining of incontinence requiring the use of a brief despite the device prior to the MRI; therefore, the patient elected to simply turn the device off without further treatment at this time. Additional information has been requested, and when received, a supplemental report will be submitted.